Manufacturer narrative:
B5; additional information received; it was confirmed the sponsor assessed the stomach bleeding and subsequent patient death as having a causal relationship to the index procedure due to the timing of the event . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; the site related assessment of the stomach bleeding has been updated to possibly related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: etlw1616c124ee, serial/lot #: (B)(6), ubd: 11-oct-2026, UDI#: (B)(4); product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 09-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm as part of the post market advance study. Endurant iis stent graft (esbf3614c103ee) was successfully implanted, followed by (etlw1616c124ee) which was positioned in the right iliac artery, and (etlw1620c124ee) placed in the left iliac artery. It was reported 3 days post index procedure, the patient expired due to stomach bleeding. The site assessed the stomach bleed and subsequent death as not related to the index procedure or device and having a possible relationship to patients underlying condition / disease. The sponsor assessed the death as probable related to index procedure.

Manufacturer narrative:
Additional information: the site updated its relatedness assessment regarding the stomach bleeding and now considers it possibly related to the index procedure. The previous clinical evaluation committee ( cec) evaluation documenting that it was not possible to verify the presence of a gastric ulcer related to the bleeding as the "stomach bleeding" was considered vague and that the bleeding may also have been due to device-related issues or underlying disease has been removed from the clinical report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: according to the clinical evaluation committee (cec), it was not possible to verify the presence of a gastric ulcer related to the bleeding. It was noted that the term "stomach bleeding" was considered vague and that the bleeding may also have been due to device-related issues or underlying disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site assessed the stomach bleeding as not related to the study device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The site assessed the stomach bleed and subsequent death as not related to the patients underlying condition / disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.